Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email of a sensor anomaly. The customer's blood glucose reading was 136 mg/dl. The customer stated that when she opened the package, the needle guard was missing. The customer stated that she tried to calibrate twice and there was a cal error. The customer stated that the cannula may be bent because she was not getting good readings. The customer declined to troubleshoot for blood on the sensor. The customer was advised to return the sensor for analysis.